Manufacturer narrative:
B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: system logistics manager. This report is being submitted as follow up no. 1 to correct section b5, section d1, d6a, d9, section e1, e2, e4, section g2, section h3, and section h4. Section a and section g6 has been corrected with additional information that was not on the initial report. In the initial report it was also reported that the date of event was october 14, 2021 however the date of event is actually unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was in for a coronary intervention. After the completion of the procedure, and angio-seal was attempted. The green piece of the angio-seal separated prematurely from the cap. The angio-seal device was removed without deployment and manual pressure was used to achieve hemostasis. Estimated blood loss was less than 250cc's. Patient was in stable condition. Procedure outcome was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 20october2021: the component referred to is, the green piece that is attached to the white cap with the green angio-seal arrow. A 6fr sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath and carrier tube. No other components were returned along with the device. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to mated with sheath hub and in the fully rear-locked position. Upon microscopic inspection, the locks of the device sleeve were not properly mated with the sheath hub on one side. The device was consistent with full deployment as the suture was cut below the clear marker band. Anchor and collagen were not attached to the device. The complaint cannot be confirmed for the alleged issues of advancing the carrier tube assembly into the sheath. The device was consistent with deployment and no issues with locking were found. The exact root cause cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that an ep procedure was closed using an 8fr angio-seal and everything was ok up till the point where you pull everything out to seal the artery. The device wouldn't budge. Vascular was called. Pictures were taken and anchor appeared to be in correct location, so angio-seal device was cut and then removed from tissue tract and suture cut. The patient condition was unaffected. The procedure outcome was unaffected. Additional information was received on 01november 2021: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath size used was an 8fr. A pre-deployment angiogram was performed. There were no issues with insertion. The patient condition is stable. Hemostasis was achieved by the device. The blood loss was not greater than 250cc's.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.